Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance and difficulty to remove could not be replicated due to the returned condition of the device; however, the device was returned frozen on the procedural guidewire. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a totally occluded lesion in the posterior tibial artery. The 3.50x38mm rx esprit btk system was prepared and loaded over a command es guidewire (gw) and was being advanced when it met strong resistance with the gw and could not be advanced to the sheath. An attempt was made to remove the esprit however it was stuck and would not move. Force was applied and the hypotube separated. The commend gw was then cut in half to remove the esprit from the wire; the other half of the command gw was left in the anatomy to maintain access. A sparta gw was advanced as a buddy wire which allowed the command gw to be removed from the anatomy. A new esprit was advanced over the sparta gw without issue to complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 - excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.